Event description:
This is the first of two reports on the same pt involving the same product used in the left eye. Refer to medwatch 9681121-2010-00060 for a description of the second report involving the right eye. An eye care professional reported that a pt presented two weeks ago with problem of four weeks duration associated with wear of air optix for astigmatism lenses and use of alcon optifree lens care solution. Diagnosis of binocular corneal toxic staining with corneal swelling and lower visual acuity noted. Treatment consisted of stopping contact lens wear and use of eye drops based on sodium hyaluronate and vita-pos. Corneal swelling and lower visual acuity persisted at (B)(6) 2010 visit. Instructed to continue medication. Follow up information received (B)(6) 2010 indicated treatment continuing with corneregel and systane ub. Pre-event visual acuity unk, current visual acuity reported as right eye 0,8 and left eye 0,6. Next control visit scheduled in 2 weeks. Pt complaint that the problem started with the new bottle of optifree. Request has been made for additional information.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).